Event description:
It was reported on 30-mar-2007 that the patient was involved in a car accident in 2006. Reportedly, the patient's hearing performance decreased after the car accident. Per the surgeon, the xray in 2 months later, confirmed there was no evidence of magnet displacement or that the device was dislodged. The results of the integrity test in the following month were consistent with a normal receiver/stimulator function with intermittencies.

Manufacturer narrative:
This type of event is addressed in the device labeling.